Manufacturer narrative:
(B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6256512, medical device expiration date: 02/28/2018, device manufacture date: 09/12/2016.

Event description:
It was reported that after centrifugation of bd vacutainer® sst¿ ii advance plus blood collection tubes, the serum appears to have an orange color. No serious injury or medical intervention.